Event description:
The manufacturer received information alleging a bipap a40 pro screen was out of order. There was no harm or injury reported. The device was not in patient use. The device evaluation has not yet been performed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.